Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for packaged needle (pn) was reviewed for batch 2144045 (catalog 383532).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked at the cannula during use. The following information was provided by the initial reporter, translated from dutch: "leakage at cannula of nexiva 383532. Patient pricked, after which there appeared to be a leakage at the cannula towards the blue wing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked at the cannula during use. The following information was provided by the initial reporter, translated from dutch: "leakage at cannula of nexiva 383532, patient pricked, after which there appeared to be a leakage at the cannula towards the blue wing."